Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 401 mg/dl. The customer stated that their issue is with the battery cap not fastening correctly on the insulin pump. The customer did not want to troubleshoot the issue, but was sent a new battery cap. The device was not sent back for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.